Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported three no delivery alarms from the insulin pump occurring with multiple infusion sets. The customer also reported low and intermittent battery life within the insulin pump. The battery cap and battery compartment showed no corrosion or damage; a replacement battery cap was issued to the customer. The customer was advised to call the helpline back if the issues recurred. The blood glucose value was 400+ mg/dl. No additional information was provided.